Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a black box review shows a delivery interruption due an acknowledged 162 warning. The total daily dose history appears to be below the programmed target rate, total daily doses add up correctly and reveal the user's programmed basal rates target otherwise. No meter returned with the pump, the pump powers up and pairs with a test meter successfully. The unit was exercised for 24 hours, no alarms occurred during testing. Periodic boluses were executed using "normal"; "ez-carb"; "ez-bg", and "combo", history recorded accurately boluses info on the correct time and order. The pump was opened and no damage was found to the force sensor circuit or on the power circuit. No moisture ingress found inside the unit. The battery compartment and the cap are intact, and they are able to maintain electrical connection. There was no defect found.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that customer support contact the patient's school nurse for troubleshooting of the pump. The reporter stated that the patient's blood glucose (bg) was had been elevated in the range of 270-370mg/dl with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that the can give the patient an injection with a syringe and the patient's bg will come down but it will not come down with the pump alone. Troubleshooting indicated that there were no associated alarms in the history, the patient and school nurse were unable o confirm if bolus history was correct and the basal settings and basal totally daily dose do not always match. There was no temporary basal or suspend noted. This report is made based on the allegation of the history settings issue.